Manufacturer narrative:
(B)(4). One used backcheck valve, without packaging, was received for evaluation. The valve was received connected to the distal connector of a space pump IV administration set, which was piggybacked into a secondary set. In an attempt to replicate the reported event, the returned set-up (with primary and secondary sets still attached) was tested at 10 psi air pressure. There were no leakages observed at any of the set connections, or from the backcheck valve. The backcheck valve was then removed and visually examined under magnification. There were no cracks or other abnormalities observed. The backcheck valve was then subjected to luer taper, leakage, and back pressure testing according to specification with acceptable results. There were no leakage observed within the valve during the testing time frame, and the luer taper connections met the iso standard. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned sample met requirements according to specification, and the reported failure could not be reproduced. Review of the discrepancy management system database performed for the reported lot numbers did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot numbers. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports chemo leakage. The entire bag of chemo had infused and when the nurse went to unhook from the patient, it was noticed that the patient's shirt was all wet. The nurse realized that the leaking was coming from the backflow valve. There were two lot numbers currently in circulation on the floor; the reporter is unsure which lot the leaking valve is from specifically. The two lots on the floor were: 0061469760 - manufacture date: 01/15/2016; expiration date: 12/31/2020. 0061449754 - manufacture date: 10/01/2015; expiration date: 09/30/2020.